Event description:
As reported: following a significant rise in threshold for a 4047/267658 probe, boston scientific crt-d g125 battery / sn (B)(4) discharged quickly. We therefore capped the 4047/267658 probe and implanted a new medtronic 4968 / sn (B)(4) epicardial probe for lv and changed the defibrillator.